Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report readings from her meter that are not consistent with how she feels. Analysis run on clark error grid using mean average readings (53) vs. Bd readings of (20, 86) yielded data points in the d zone of the grid, outside of acceptable limits.